Event description:
Ambulance personnel were treating a cardiac arrest pt. The pt was connected to the defibrillator using combination defibrillation/pacing/ECG electrodes. The pt's rhythm was determined to be coarse v-fib. A countershock was delivered to the pt. The pt's rhythm converted to asystole. Pacing was attempted however the device reportedly would not pace. Attempts to pace were discontinued. The pt was revived using CPR and drug therapy. No adverse affects to the pt were reported as a result of the alleged malfunction.